Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. At one day post-op, the patient had discomfort and presented with toxic anterior segment syndrome (tass). The patient was administered antibiotics as standard post-op procedure. At the last post-op visit on (B)(6) 2014, the patient was administered generic pred forte drops and medrol dosepak. The patient has not had any additional complications and is improving. The patient's best-corrected visual acuity was 20/25. The lens remains implanted.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review and the device history record review, it is unlikely that the icl was the cause of this adverse event. Every icl undergoes a steam sterilization process. Before releasing the lens, quality department verifies the following for each icl lot: sterilization cycle parameters (time, temperature and pressure) must be met. Biological indicators used for every sterilization batch must be in accordance with specifications to demonstrate sterility. Lal testing must be in accordance with specifications to ensure that the product is free from any endotoxin. (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4). Device evaluated by manufacturer: no - lens implanted. Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a staar`s employee, patient was presented with the toxic anterior segment syndrome (tass) on the first post-op day following icl implantation. The nurse from the facility confirmed the reported event and stated that the reason was unknown. The patient was prescribed additional doses of anti-inflammatory therapy and the status was improving. Bcva was 20/25.the lens remains implanted. Tass is an acute postoperative inflammatory reaction in which a noninfectious substance enters the anterior segment and could induce toxic damage to the intraocular tissues. Multiple causes have been implicated with tass: extraocular substances can enter the anterior chamber during or after surgery include the following (topical antiseptic agents, talc from gloves, ophthalmic ointment); products introduced into anterior chamber as a part of the procedure (anesthetic, preservatives, irrigating solutions). Very often tass is associated with reusable instruments due to inappropriate instrument cleaning (e.g. Denaturated ovd, impurities of autoclave steam, oxidized metal deposits). It should be noted that patient had icl implanted in the fellow eye with no complications reported. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).